Event description:
Pt was having a magnetic resonance exam and felt warm in the leg area. No initial redness nor blistering was evident but the following day, the pt's doctor notified hosp staff that blisters were found on the inner thighs.